Event description:
Customer reports that the plunger part was breaking when they are pushing out medicines such as testosterone, depo- provera, and pentacel vaccine. The procedure was an im injection. There was no patient harmed. There was a delay in the procedure, since they had to redraw the medication, and some was wasted. They do not have any photos. No patient specifics provided.

Manufacturer narrative:
Based on the investigation, no abnormalities were identified in the batch manufacturing records. Additionally, the evaluation of archived samples, including visual inspection and simulation of use, did not reveal any abnormalities. No trends related to this issue have been identified during our track-and-trend analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable.

Manufacturer narrative:
No anomalies were observed in the received customer samples of sol-care 3 ml luer lock safety syringe without needle (ref 120006im, lot 05105010). All tests performed, including visual inspection, force-to-push needle hub testing, force-to-engage safety mechanism testing, and simulated use testing, met product specification requirements. The reported plunger breakage is associated with luer lock collapse. However, the issue could not be reproduced under controlled conditions, and no systemic quality issue was identified.